Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient condition reported as fine. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown chisel blade/unknown lot. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the screw head broke while using the screwdriver to turn it to lock the chisel blades. There was a surgery prolongation of twenty (20) minutes. This report is for an unknown chisel blade. This is report 4 of 4 for (B)(4).